Event description:
Boston scientific received information that during a normal patient follow up, this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented with an gradual increase in pacing impedance measurements. All other measurements had remained stable. No adverse patient effects were reported. The lead and ICD remained implanted and the patient continued with normal follow ups. Over three years later, additional information was received that the pacing impedance measurements are now above 3,000 ohms, and the pacing threshold measurements are above 7.5 volts. It was also reported that this lead exhibited loss of capture; however, there was no asystole as a result as the patient is not pacemaker dependent. The shock impedance measurements and sensing have remained stable and there is no indications of noise on the ventricular channel. No adverse patient effects were reported but the patient did report that she had lost strength in her legs over the past two weeks. A lead revision was to be performed at a later date.

Event description:
Additional information was provided that both the ICD and rv lead were explanted at a different hospital. No additional adverse patient effects were reported. Neither products will be returned for laboratory analysis.

Manufacturer narrative:
Once any additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.